Manufacturer narrative:
Device review: the device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the product used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found 4 lot numbers shipped to the customer during that time period. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications; and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius product caused, contributed to or was a factor in the reported event. Medical records review: there is no diagnosis of peritonitis during this hospital visit (only that patient was recently diagnosed). Medical records do not contain progress notes, lab/diagnostic results, medication or treatment records pertaining to the peritonitis event prior to (B)(6) 2015 mentioned in these medical records. Cause of the peritonitis mentioned in the medical records is not mentioned in the medical record. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the peritonitis. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler set and the peritonitis.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Review of medical records revealed this peritoneal dialysis patient had peritonitis prior to (B)(6) 2015. Specific date unknown. The patient was treated with antibiotics and transitioned to hemodialysis while he was being treated.